Event description:
A (B)(6) male pt called in to zoll lifecor customer support to report that his electrode belt had a message saying to add gel. The pt received a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. As received, the electrode belt was found to have a damaged cable. The cable from the distribution node to the therapy electrode was pulled from the strain relief. The damaged cables caused an open gel-fire circuit and subsequently caused the device to alarm to "add gel". The root cause of the damaged cables cannot be positively identified. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.